Manufacturer narrative:
Asp investigation results: an assessment of the sterrad family shuma (system hazard use misuse analysis) revealed the risk was "as low as reasonably practicable". Based on the health hazard evaluation (hhe), the risk of coming into contact with h2o2 while handling a cassette is considered to be none/negligible. The event occurred when a customer handled a used cassette outside the unit; therefore, the sterrad unit did not contribute to the human reaction issue. The lot number of the cassette was not reported; therefore, a lot history review was not performed. A review of the complaint history for "cassettes finished goods" with similar problem code of "skin contact h2o2" does not indicate a significant trend in complaints over the past 12 months. The event is determined to be user error since the customer did not follow the IFU regarding proper disposal of the cassette and failure to wear gloves when handling the used cassette. Asp advises customers to refer to the sterrad systems user's guide for proper handling of cassettes. Asp will continue to track and trend.

Manufacturer narrative:
An asp customer support representative provided first aid information per the msds (ms 52013 revision: c for hydrogen peroxide cassette issue date: (B)(4) 2008). The IFU states the following: warning! Hydrogen peroxide is corrosive concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle.

Event description:
A healthcare worker (hcw) reported a skin reaction on three finger tips after exposure to a sterrad cassette that was left on top of the sterrad nx after troubleshooting. The reaction was described as "pinching like pins and needles and white discoloration of fingertips." The symptoms lasted for several seconds prior to flushing with water. The hcw did not receive medical treatment and reports her condition to be stable. The healthcare worker was not wearing gloves at the time of the exposure.